Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the monitor does not start. When the monitor was powered on, it alarmed intermittently, a burnt door occurred, and the device did not start. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient/ per clinical review on (B)(6) 2014: when the unit was powered on during set-up, there were intermittent alarms and a burnt odor. The unit was turned off quickly and not used. A back-up unit was used for the procedure. There was no delay in the surgical procedure due to this event. No harm reported.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user purchased the device between (B)(6) 2013 from the subsidiary site. The subsidiary's manufacturing engineering center (mec) duplicated the reported issue.